Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device preventive maintenance failed. A field service engineer guided customer to recover storage space over the phone. Customer requested case closure. The system functioned as intended after the field service engineer repaired the device. This incident has been added to our database of reported incidents. Our business team regularly reviews the data collected for identification of emerging trends. All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Medstation does not have an allegation of the product. Upon further evaluation, the issue was identified with the (srm/rm or q-lock).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user when attempted to remove a refrigerated medication from the adc, refrigerator lock does not function correctly. The system indicated that the refrigerator was unlocked, but the door cannot be opened unless the physical key was used. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.